Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflated implant.

Event description:
Healthcare professional reported deflated implant. The device remains implanted. This relates to the left side.